Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 900 mg/dl and manual injections were administered. The next day customer was treated for diabetic ketoacidosis (dka) at the clinic. Customer/contact alleged pump was not delivering insulin. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Healthcare provider (hcp) at the clinic reported no malfunction alarms or alerts; pump appeared to be "working fine". Hcp reported customer was confused with such a high bg and assisted the customer with loading new supplies on the pump. Hcp reported that customer wanted to operate the pump independently; however was struggling with "complications". Customer required assistance from spouse.